Event description:
It was reported that customer experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. The current blood glucose was 312 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Customer was sleeping. Customer did not allege insulin pump was under delivering. Auto mode was active at that time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.